Event description:
Additional information was received from a physician via psr (product surveillance registry) indicated pump reprogramming had also occurred on (B)(6) 2015 and the event was possibly related to the hydromorphone.

Event description:
Additional information received indicated pump reprogramming had occurred on (B)(6) 2015 and the outcome resolved without sequelae as of (B)(6) 2015. Additionally it was also reported that on the outcome was unresolved with no further action planned.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via psr (product surveillance registry) regarding the delivery hydromorphone (7.5mcg/ml, 1.9985mcg/day), bupivacaine (30.0mg/ml, 7.994 mg/day), and baclofen (2100.0mcg/ml, 559.6 mcg/day) in a pain pump. It was reported that the patient had increased pain on (B)(6) 2014. The patient reported increased burning, electric like pain, "discussed the possibility of hyperalgesia." Additional information was received from a hcp via psr (product surveillance registry) indicated that after multiple adjustments in medication without resolution, a catheter access port (cap) contrast study was performed on (B)(6) 2015. The study revealed slow aspiration from the catheter and a possible catheter sheath. The patient was reprogrammed on (B)(6) 2015 and (B)(6) 2015. The device diagnosis was catheter occlusion. The event was considered to be ongoing. History: non-malignant pain.